Event description:
It was reported that the device was chipped. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The cutting edges of the drill bit were completely blunt, which indicates that excessive metallic contact caused the breakage. Based on these findings we conclude that the cause of failure is not due to any manufacturing nonconformances. Wear and tear may have contributed to the damage. This complaint is invalid from a manufacturing standpoint.